Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported being in the hospital for diabetic ketoacidosis. On friday night her blood glucose was 447 mg/dl. She corrected and ate no food, but the next morning she was still over 300 mg/dl. She corrected, ate, and then corrected for eating. At work she had shortness of breath and frequent urination. She went home, took a nap, and woke up with a blood glucose of 315 mg/dl. She went to doctor where they found ketones, so she was admitted to the emergency room. Her blood glucose was 375 mg/dl when admitted. She was experiencing fatigue, thirst, excessive urination, and had large ketones. She was treated with fluids. The doctor removed the device after two hours. In troubleshooting, customer found small air bubbles in the tubing. She wears the infusion set in her backside or hip area due to abdomen scar tissue. The device failed the high pressure test twice. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan.